Event description:
The user facility reported that the bypass portion of a procedure had been completed, they had come off pump and administered protamine to the pt. Conditions developed whereby cardio-pulmonary bypass had to be re-instituted. Shortly after initiation of the second pump run, the oxygenator performance was noted to decrease. The involved oxygenator was changed out at that time and the procedure was completed successfully with no further problems. The perfusionist reported that clotting was noted in the oxygenator when it was examined after the change out.